Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: c-section and hiatal hernia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea"). And was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, alopecia, headache, nausea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, headache, menorrhagia, metrorrhagia, nausea, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dysmenorrhea, back pain, menorrhagia. Discrepancy noted, in essure insertion date: (B)(6) 2008, as per mr hsg was done on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008, result not provided; imaging procedure: on (B)(6) 2011, bilateral occlusion. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-apr-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and hiatal hernia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain "), dysmenorrhoea ("dysmenorrhea(cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, alopecia, headache, nausea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, headache, menorrhagia, metrorrhagia, nausea, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dysmenorrhea, back pain, menorrhagia, menorrhagia, discrepancy noted in essure insertion date: (B)(6) 2008. As per mr hsg was done on (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result not provided. Imaging procedure - on (B)(6) 2011: bilateral occlusion.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Case became serious incident as ablation treatment was added to event menorrhagia. Reporters information, rcc and medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.